Event description:
Customer reported the IV tubing leaked above the pump where the tubing connects to the upper fitment. Started an etoposide/cyclophosphamide infusion at 1400 and at 1930 the leaking was noted. The tubing was replaced and the infusion restarted and completed. No pt or staff harm reported. No additional info was available.

Manufacturer narrative:
(B) (4). (B) (4). This report was filed by the manufacturer. The product was received. Investigation is not complete. A follow up report will be submitted with any relevant info.